Event description:
A customer reported error message ¿4031 sorter-x home not detected and 4041 sorter-y home not detected¿ during testing on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to all-set-home, reboot the analyzer, unable to open sorter arm, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and visually inspected the sorter arm. While troubleshooting, fse observed mechanical functions of the sorter arm for the x and z-axis and was not moving; the arm appeared to be blocked from moving to the y-axis position. The fse found the thin metal strip was slightly bent that was located under the top cover causing the mechanical arm not to move to y-axis position. The fse removed the metal strip and straightened it as much as possible and place it back allowing the sorter carrier to move to y-axis freely without any obstructions. The top cover and side panel were put back onto the analyzer. Fse could not determine the cause of the reported event. Fse validated the analyzer by successfully performing daily checks, sorter arm operations, and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(6), was installed on 22sep2023. A complaint and service history review for similar complaints was performed from installation date 22sep2023 through aware date 02apr2024. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4031) sorter-x home not detected cause: the home sensor s020 failed to be activated after the sorter x-axis moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s020 and pm020 for a possible malfunction. (4041) sorter-y home not detected cause: the home sensor s021 failed to be activated after the sorter y-axis moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s021 and pm021 for a possible malfunction. The most probable cause of the reported event could not be established.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) , which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.